Manufacturer narrative:
During investigation, bloodstain was observed inside the distal tip assembly. During image characterization testing, no image appeared in the systems due to imaging core wind up in hub assembly. No kink was observed in the sheath assembly. On 4/12/06, boston scientific issued a safety alert to customers of this product stating that based on our receipt of complaints relating to coronary imaging catheters entangling with stents, we reiterate and reinforce the need to pay special attention when using coronary imaging catheters in vessels with implanted stent(s). This safety alert was reviewed with the FDA's office of compliance and deemed appropriate to further mitigate pt risk.

Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: this catheter was used after a cypher stent deployment. It got stuck in the stent, and the image disappeared. Pt condition: no complication and good. (Instrument: galaxy2 i5137).